Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient's ncp system was explanted due to choking sensation.